Manufacturer narrative:
H3 : visually, there was discoloration and a gray colored line/scratches on the blue and blue and red with white striped trace pads. Additionally, the cuff balloon was punctured and was contaminated and the adapter on the proximal end of the device was dislodged and missing when returned. Under magnification, there were no cracks in the ink traces underneath the adhesive. Electrically, resistance from end to end shall be less than 200 ohms and the actual measurements were 215.9 ohms (blue), between 400 to 1000 ohms (blue with white stripe), consistently over 1000 ohms (red), and no reading on the distal end of the trace pad and 44.3 ohms on the proximal end (red with white stripe) which all electrodes were out of specification. For further analysis, a stylet was used to manipulate the shape of the device and all electrodes had no reading. Functionally, for additional analysis, the device was connected to a nim system and submerged in saline. During the electrode check, channel (vocalis) 2 failed, but after manipulating with a stylet, both channels passed. During functional testing, initially vocalis 2 had excessive feedback (noisy), but after stylet manipulation, vocalis 2 had less noise. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during bilateral thyroidectomy procedure the nim monitor was not showing visual or audible confirmation of nerve stimulation despite the surgeon seeing visual laryngeal contraction upon stimulation. Stimulus level was used at a level ranging from 1 -10milliamps with no response on the nim. A lot of artifact was present through out the case also. The nim vital was switched out with another nim vital. The issue still occurred. Tube was repositioned. Electrode checks were performed. Checked for any electrical interference surrounding the patient and the nim monitor. The surgery was extended 20 minutes. The procedure was completed with reported products. There was no known patient impact. Additional informations received, there was also artifact. Monitoring was not normal and there were indeed issues as previously reported. The issue did not resolve with repositioning or troubleshooting. It states multiple interventions were done with no resolution to the problem.